Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced no lock. Device testing could not be completed due to loss of lock. External equipment was exchanged; however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The explanted device will not return to advanced bionics for analysis.

Manufacturer narrative:
Additional information: sections h.6. Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. The recipient was successfully activated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.